Event description:
It was reported that doctor broke the tip of two fibers with the end of the cystoscope. Procedure was completed with a different fiber. There were no patient complications.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2023-07538. Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Visual analysis of the returned fiber confirmed the reported fiber tip break events as analysis identified the glass and metal caps were detached. The detached caps were not returned. The level of devitrification and debris could not be determined due to the missing caps. The observed condition of the fiber is consistent with devices that experience tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline colling flow which leads to elevated temperature. Continuous elevated temperatures can lead to fiber damage, including glass and metal caps detachment. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip.